Event description:
It was reported that the sensor is filled with blood. The blood glucose reading is 435 mg/dl. Customer treated the high with insulin pump. The site is actively bleeding. Customer was advised to apply pressure for three minutes and clean with gauze after the bleeding stops. The sensor is located over the belly button. There is no pain. Customer pulled the needle out and there was blood. There is blood on the sensor. The sensor fell out. Advised customer if bleeding is frquently, she must change the area. Insert sensor in subcutaneous tissue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened/used sensor and the introducer needle for burrs/hooks and dull needle tip defects and none were found. Introducer needle passed per specification. Unable to confirm adhesive anomaly because the sensor was returned opened/used.